Event description:
Customer stated that they had high blood glucose levels in the 400 mg/dl range, and when she looks her sensor is not attached. The customer also stated that when her insulin pump alarms, she goes to the alarm history to check and it does not show any alarms. The customer also mentioned that her insulin pump has cracks. No troubleshooting occurred. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.